Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The cause of the ventricular fibrillation (vf) was most likely patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on the support the patient was in need of defibrillation. It is reported that the device was explanted within 3 hours of admission. Survival outcome at explant noted the patient survived the procedure.